Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 125 ohms. It was noted that the clinic was monitoring the impedances for awhile. Technical services (ts) recommended to perform a defibrillation threshold test (dft) in which was performed and the shock impedance was 90 ohms. After (dft) was completed the impedance was checked again and the range was from 108 to 118 ohms. The rv lead remains in service. No additional adverse patient effects were reported.